Manufacturer narrative:
The investigation for the limb ischemia and the low pump flow has been completed. The root cause of the low pump flow issue cannot be determined since the complaint device not returned for investigation and insufficient clinical details provided. No data logs were available for review. The root cause of the limb ischemia could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an 82-year-old female patient in non-st elevated myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. It was reported that following implant, the device immediately began to experience suction and flows would not exceed 0.5 liters per minute (lpm). The pre-scheduled procedure was completed, after which the left ventricle appeared to be under filled and decompressed. A subcostal view identified a large pericardial effusion, and a cardiac tamponade was suspected. A pericardial centesis was completed and impella flows increased to 2 lpm. Based on the noted condition, the doctor initially suspected a left ventricle perforation, but after no visual evidence of a perforation was found, the physician later concluded the effusion was caused by cardiopulmonary resuscitation. At this point in time, it was also documented that no pulses were present in the impella leg. Due to the noted conditions, the decision was made to remove the pump. The patient was reported to be in critical condition.